Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following ipg replacement on (B)(6) 2026, [related manufacturer reference number: (B)(4) while the patient was in pacu impedances were checked again and found to have half the contacts showing high impedances. X-rays were obtained and verified that lead pulled out if the newly placed ipg header. As a result, the patient was taken back into surgery. Leads were re-secured, but tug test found leads pulled out again, so the new ipg was replaced to address the issue.